Event description:
It was reported during turning of the patient, multiple circle patterns were noted to the bilateral thighs & coccyx area.

Manufacturer narrative:
Four surfaces were returned for further evaluation, and the surface involved in the alleged event was not among the four surfaces, the specific surface involved in this alleged event could not be determined. A senior staff engineer evaluated the returned surfaces and determined that the impressions on the skin were likely caused by over inflated air pods. The surface involved in this event was alleged to have had the same issue as the evaluated surfaces. Therefore, based on the analysis of the evaluated surfaces, a quality assurance engineer determined the alleged over inflated pods was not due to any component level malfunction. The event was likely caused by the customer not zeroing the scale on the associated bed between patients leading to the incorrect inflation level of the surface. A principal medical science liaison was consulted who determined that based on analysis of data provided, the patient experienced reactive hyperemia from the gel. The injury was identified to be a minor injury as no treatment was required. This issue was resolved for the customer by the sales account manager providing additional education to the staff regarding zeroing the scale on the associated beds between patients.

Event description:
It was reported during turning of the patient, multiple circle patterns were noted to the bilateral thighs & coccyx area. Further information has not been provided.